Event description:
Proactif clinical study. It was reported that this patient had prolonged hospitalization (medication / drain was also required) for non-target shunting to the gallbladder during the index procedure. On (B)(6) 2023, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Total of 2 vials were used during the index procedure. Type of therasphere infusion for vial 1 and 2 were ultra-selective. The catheter was positioned in the segment v, and 0.523 gbq of therasphere was administered to the selective liver through vial 1. The catheter was positioned in the segment ivb, and 1.250 gbq of therasphere was administered to the selective liver through vial 2. A total 1.773 gbq of therasphere was induced during the index procedure, and post-treatment dosimetry documented an uptake of the delivered dose to perfused tumor was 564 gy (dose to perfused liver was not determined). On the same day during index procedure, the feeder artery branch of segment v led to the significant irradiation of the gallbladder. Post-index procedure, the subject experienced abdominal pain that led to prolongation of existing hospitalization. A CT scan revealed cholecystitis post-radioembolization. On (B)(6) 2023, antibiotics were administered, and the radiological drainage was left in place. Analgesics were recommended for four weeks, and the subject was discharged from the hospital after approximately two weeks.

Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park. D3; manufacturer state: on. D3: manufacturer zip / postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site state: on. G1: MFR site zip / post code: gu9 8ql.